Event description:
A potential product issue has been reported with our lantis treatstation (primview). In the abundance of caution this issue is being reported. The lantis record and verify system not recording various patient treatment fields. This problem is intermittent and not reproduceable. Initial preliminary risk assessment performed. According to the complaint no information was reported that suggests that a mistreatment or serious injury has occurred. Initial cause is thought to be a poor lan connection. Correction to improve product performance is to be evaluated based on final investigation report.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). Part 1: 3 (critical) - reason: critical for more than one fraction. Part 2: 1 (negligible) - reason: negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data - a single fraction is well within this band, therefore negligible). Probability: c (remote). Part 1: c (remote) - reason: improbable (to maximum remote) for more than one fraction - here assuming the same conditions as above, but multiple times for one single patient. Part 2: c (remote) - reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time.